Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pain stimulator was malfunctioned. No patient symptoms reported. No further complications were reported as a result of this event.